Event description:
Boston scientific received information that this patient with this pacemaker reported beeping tones. It was noted that the device was just close to elective replacement indicator (eri) with charge time of 17.7 seconds. This device had telemetry issue and is a part of the subpectoral implant advisory, initially communicated on (B)(6), 2006. Additional information tried to obtain but was unsuccessful. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. The e-gram memory was found to be corrupt. Because of this the device kept trying to store an episode but could not. The device was in a continuous watchdog timer reset loop. The device would beep every 8-15 seconds as device resets when attempting to store episode information. There can be problems communicating with the device such as; inability to program, telemetry unable to be maintained, inability to interrogate, and/or inability to obtain memory dump.